Event description:
Reporteldy, the closure of the clips was not correct and they crossed and closed incompletely. The clips dislodged and tore the vessel unexpectedly. There were no injury reported to the pt. Procedure type: trasplant.